Manufacturer narrative:
The pump user guide states: check your system¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin. Consult with your healthcare provider as needed. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level over 595 mg/dl. Bg was caused by incorrect settings on the pump. Customer could not confirm which settings were incorrect. Basal rate was increased, a correction bolus was delivered and multiple insulin pens were administered to address elevated bg. Customer was hospitalized and treated with an insulin drip, saline and 2 bags of potassium. Customer was released from the hospital on (B)(6) with the issue resolved and no permanent damage.